Event description:
The biomedical engineer reported that the multigas unit was not showing a wave form or number nor was it showing any error codes while in use on a patient. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the multigas unit was not showing a wave form or number nor was it showing any error codes while in use on a patient. No patient harm was reported. Service performed: the unit was cleaned and decontaminated. The model, serial number, and all labels were verified. Problem reported: I have a gas module gf210ra serial number (B)(4) malfunctioning at a remote site. I'm not seeing an error code, but when everything is hooked up correctly, I'm still not getting a wave. Nihon kohden repair center (nkrc) could not duplicate the reported problem. Nkrc replaced the pump as a preventative measure. Investigation summary: the customer complaint of no waves could not be duplicated nor confirmed during evaluation. The pump of the device was replaced as a precaution. As the issue could not be confirmed or duplicated by nk repair center, root cause cannot be determined. The initial report from the customer stated that the issue occurred after setting up the device. It is likely that use error factored into the event during set up such as improper cable connection. There is no evidence of a device malfunction. Root cause is likely related to use error during set up. A serial number review of the reported device does not reveal additional related complaints.

Manufacturer narrative:
The biomedical engineer reported that the multigas unit was not showing a wave form or number nor was it showing any error codes while in use on a patient. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided. Attempt # 1: (B)(6) 2023 emailed the customer via microsoft outlook for patient information: reply was received from the customer stating that they do not have any of this information.

Event description:
The biomedical engineer reported that the multigas unit was not showing a wave form or number nor was it showing any error codes while in use on a patient. No patient harm was reported.